Event description:
It was reported that patient ipg was inoperable. It is unknow when patient last charged the device. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy restored post-operatively.